Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon not inflating. No other information provided. Patient age, weight, gender is unknown. No unanticipated tissue loss as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time not extended by more than 30 minutes due to the product problem.